Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log captured a no external power alarm on (B)(6) 2021. A backup battery fault alarm also occurred at this time. Both alarms appeared to have resolved on their own. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm and backup battery fault was confirmed via the submitted log file. The log file contained approximately 12 hours of data (22:57:24 on (B)(6) 2021 ¿ 11:17:05 on (B)(6) 2021 per the timestamp). The log file captured a no external power alarm on (B)(6) 2021 at 11:10:58 despite both power cables being connected to external power sources (white power cable connected to the power module and black power cable connected to a 14v battery). The voltages on the power cables were at normal levels for their respective power sources. A backup battery fault also activated with the no external power alarm; however, there was no associated error code or yellow wrench alarm. The no external power alarm and backup battery fault appeared to resolve themselves and were no longer active in the next event of the log file, which was captured at 11:11:19 on (B)(6) 2021. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that no product will be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 14jul2016. No further information was provided. The manufacturer is closing the file on this event.